Event description:
It was reported via phone call that the insulin pump does not delivery insulin anymore. Customer removed the battery, waited for a while tried again but there was no reaction. The insulin pump was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was monitored for 24 hours with no blank display. All operating currents were within specification. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and cracked belt clip slot.